Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier(UDI)-device was manufactured prior to the UDI labeling implementation. Approximate age of device-3 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that per additional information received on (B)(6) 2017 under (B)(4) from the mcs clinical specialist, (B)(6): patient had a history of multiple gib admits with anticoagulation adjustments prior. It was reported from the vad clinician that the patient was admitted for a gastrointestinal bleed on (B)(6) 2015. The patient had anemia and dizziness with a hemoglobin of 7.0 gm/dl. Multiple blood transfusions were administered to the patient. A capsule endoscopy was performed on (B)(6) 2015 with bleeding in the middle of jejunum. On (B)(6) 2015, a push enteroscopy and argon plasma coagulation (apc) to the site of the jejunal bleeding. A endogastroduodenoscopy was performed on (B)(6) 2015 that showed gastric antral erosions with two oozing sites and treated with apc. The gastroenterologist adjusted the patient¿s anticoagulatuion therapy with decreasing the coumadin dose from 6 mg to 5mg and aspirin to 81 mg. The persantine was discontinued. No further additional information was provided.